Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the annular rupture is likely related to the patient¿s severe bulky calcification on the native valve leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifescience affiliate in (B)(6), during a transfemoral tavr, an annular rupture occurred. As the patient had bulky calcifications on all leaflets, the valve was supposed to inflate with -3 ml contrast solution than nominal volume and post-dilation would be performed if necessary. Balloon valvuloplasty was done with a 16 mm balloon and then a 26 mm sapien 3 was deployed as planned. At that time, inflation speed was fast. The blood pressure (bp) rose smoothly and no effusion was observed while evaluating paravalvular leak. However, the bp lowered gradually. Angiography showed a rupture and an emergent thoracotomy was performed under percutaneous cardiopulmonary support (pcps). The thoracotomy found a rupture of the right ventricle (rv). The pcps was exchanged to cardiopulmonary bypass and the s3 valve was explanted. There was a tear between the non-coronary cusp lobe and right coronary cusp lobe observed. It seemed that a shunt generated from tear to the right atrium (ra), which resulted in the rv rupture due to the blood flow to the ra and rv. Aortic valve replacement, repair of the tear, ra and rv were performed. Since the hemodynamics were unstable, an intra-aortic balloon pumping (iabp) was inserted and the procedure was completed.